Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer wanted to stop the insulin pump from beeping. The customer¿s blood glucose was unknown at the time of incident. The customer also state that the her husband had been admitted to the hospital and had a stroke. The insulin pump will not be returned for analysis.